Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to or greater than 200% of the patient's prescribed fill volume. The alarm occurred on (B)(6) 2014 at 09:01:27. No additional information is available.